Manufacturer narrative:
(B)(4) received requests for additional information from FDA related to multiple medwatch reports from the same user facility (including medwatch report #s (B)(4), and others). All of the medwatch reports pertain to curlin painsmart iod volumetric accuracy issues when using a syringe as the medication reservoir. In its response, (B)(4) explained: "the volume inaccuracies reported by the facility can be attributed to the fact that the curlin painsmart infusion pump was being used to deliver medication contained in a syringe. . . . The wide degree of accuracy when using syringes together with a pump is due to a mechanical phenomenon known as "stiction," which is the friction that tends to prevent stationary surfaces from being set in motion. When used at low delivery rates, the friction between a syringe's plunger and its barrel causes a jerking effect, and its fluid is delivered as a series of small boluses. To add to the natural effect of stiction, syringes are usually mass-produced, and the fit between the plunger and the barrel may vary from batch to batch. Consequently, the jerking effect may also vary." In addition, the painsmart iod user manual contains the following warning: "user should be aware that the error in delivered drug volume may exceed +/-5% when a syringe is used with the curlin infusion pump. A mechanical problem, known as 'stiction,' may occur when the syringe is operated at low plunger speeds. The friction between the syringe plunger and the barrel causes the plunger to stick, then moves forward in a jerking motion, and the fluid will be delivered in a series of boluses. This effect will cause variations larger than +/-5% in the delivered volume. The fit between the syringe plunger and the barrel may vary from batch to batch and, consequently, the stiction effect may also vary. Due to this potential error, the delivery of powerful drugs with short half lives, such as catecholamines is not recommended." (B)(4) notes that none of the pumps referenced in these medwatch reports have been returned to (B)(4) for investigation, so no failure analysis has been possible. (B)(4) considers that the reported volumetric inaccuracy is due to the user's failure to understand the documented limitations and warnings described in the user manual, rather than a malfunction of the device. (B)(4) has provided a number of relevant educational resources to the reporting facility and has offered to visit the facility to provide additional training on proper use of the painsmart iod infusion pump.

Event description:
Customer stated: "patient complained of severe pain. Pca pump was not delivering boluses for 2 hours. Patient would press buttonand bouls was not given. Piv was patient, IV tubing was no kinked." (B)(4).